Event description:
It was reported that during use, both the bur guard and the handpiece got hot. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: the product was received for evaluation. The customer's reported problem that the bur guard gets hot was confirmed. The customer will be contacted for information on care and maintenance of this product.